Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the next day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (one gram, every three days for two doses, route not reported) and tazicef (intraperitoneal, one gram, daily for seven days) for peritonitis. The patient was discharged from the hospital three days after admission. At the time of this report, the patient was recovered from the event and antibiotic therapy was complete. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.